Event description:
It was reported that the balloon rupture occurred. The target lesion was severely calcified. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during procedure the balloon ruptured. The device was removed, and the procedure was completed with a different device. There was no patient complication nor injury was reported, and the patient was stable.

Manufacturer narrative:
Updat.ed e1: initial reporter first name

Event description:
It was reported that the balloon rupture occurred. The target lesion was severely calcified. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during procedure the balloon ruptured. The device was removed, and the procedure was completed with a wolverine cutting balloon catheter. There was no patient complication nor injury was reported, and the patient condition was stable.